Manufacturer narrative:
(B)(4)

Event description:
Consumer reports "when he first went to use this product, the head came off during use." This is being reported as a malfunction with the potential to cause a serious event. No injury was reported.